Event description:
It was reported that during a routine device change out procedure, the right atrial lead exhibited high capture thresholds and poor sensing. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.